Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: this looks to be a broken grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: customer clarified the issue is a damaged wire causing the instrument to not hold tissue and remained static during the surgical procedure. No allegation of broken nor exposed wires on conductor wire. No signs of thermal damage visible on instrument. No missing or detached material from the portion of the device that enters to the patient's body.